Event description:
During a pta treatment procedure, balloon catheter removal difficulties were encountered. The procedure had gone fine, however, when backing the balloon out of the sheath, the balloon segment of the balloon catheter snapped off inside the sheath. The balloon catheter and the sheath were removed together. The physician reinserted another 6 fr sheath and continued with the procedure. Pt's condition was reported as 'fine' following the procedure.